Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, resolving the issue without recurrence, and continued using the pump with the instruction to call back if any malfunction code recurs.